Manufacturer narrative:
The problem was due to damaged rack. After repairing of tis problem, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: chillers will not turn on, had second laser with him used it for case.